Event description:
Pt admitted due to malfunctioning medtronic pump. The pt had recently fallen and apparently dislodged the connection from the pump to the catheter. The pump was due to be replaced within the next 6 mos. The pt elected to have the pump replaced rather than only a repair of the disconnected (broken) line.